Event description:
New procedure being performed on pt's leg. During the procedure dr laid the scope on pt's thigh causing second and third degree burns. Follow-up care with neosporin.

Manufacturer narrative:
Originally, co did not expect to receive this device back for evaluation. This was based on communications with the user facility. Device was returned and product evaluation was performed. Testing indicated that the unit is functioning normally. Box b4, date corrected to 5/8/1998. Box d9, shows date product returned. Box g1, shows contact name.